Manufacturer narrative:
U.s. Reporting agent notified on: 06/08/2015. Manufacturing site: based on the info available as well as a result of our investigation, the root cause of the failure is most probably user related. We assume that the femur nut was not correctly tightened and that the taper was not firmly fixed, leading to an axis breakage above the taper. The axis has however not been received for analysis so it can not be confirmed where the axis broke and therefore whether it was due to fatigue or not.

Event description:
Country of complaint: (B)(6). Revision surgery because of broken axis of enduro. The pt fell but it is not clear if the fall was the reason of the broken axis or the consequence. Components: nr537k / femur extens.stem 7 degrees d17x177mm. Nr874m / enduro meniscal component f1 1.